Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider change your cartridge every 48¿72 hours as recommended by your healthcare provider. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used pump supplies beyond labeling and the customer did not properly perform the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique and cartridge/insulin labeling. Customer replaced pump supplies and resumed insulin. Customer's blood glucose was approximately 350mg/dl.